Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent placements of polypropylene mesh (coloplast), ethicon mesh and lysis of peritoneal adhesions on (B)(6) 2012 due to cystocele and recurrent sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and apogee were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele, rectocele, enterocele, and cuff prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent removal of old sling and replaced due to infections on (B)(6) 2012. No additional information was provided. (B)(4).